Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and some time thereafter implant, same day, the patient had access site bleeding. Heparin was withheld and two units of blood products were administered. The patient would subsequently expire. Care was withdrawn.

Manufacturer narrative:
There are limited details and the impact from the impella-related event is unknown. Although care was withdrawn, there is not enough information to exclude the impella cp device as an associated factor. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.